Manufacturer narrative:
No pt was present. The device has not been returned to the MFR. A replacement psu resolved the issue.

Event description:
A medtronic rep reported that the camera stops tracking both passive as well as active instruments and frames within five mins of operation. This would prevent or interfere with navigation during surgery. No pt was presented at the time of reporting.